Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead (B)(6) 2011, 1158t competitor implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was in the emergency room due to shocks. Upon interrogation of the device, the shock episodes could not be viewed or printed. The electrogram (egm) stored normally, but there was a message which indicated it could not be viewed. Without episodes to view, it was unknown if the shocks were appropriate. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up information was received from the clinic which confirmed the patient was hospitalized due to multiple ventricular tachycardia (vt) episodes. The shocks were determined to be appropriate therapy.